Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint cannot be confirmed. One unpackaged ar-7800, batch 051650 cerclage tensioner was received for investigation. Visual inspection identified signs of wear and tear across the device, such as discoloration and a section of chipped coating along the inner diameter of the c13679-01 lower body component. The observed condition of the tensioner is consistent with the manufacture date of 2017. The device was functionally tested with the returned ar-7801, batch 104731 that was returned on (B)(6). No problem was noted. As the fibertape detailed in the event description was not returned, the reported failure mode cannot be verified.

Event description:
It was reported that during a distal femur fracture surgery three fibertapes (ar-7267, lot s705864) broke inside the patient while using the cerclage tensioner (ar-7800, lot 051650). One broke during initial tensioning and the second and third broke when the final tensioning on top of the half hitch was done. All three devices broke in the knot. The broken device cerclage was removed from the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a different device. The surgeon switched to a cerclage wire in metal. It was not necessary to do a second surgery.